Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the bhr head was removed and the bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although it was reported that the metal ion levels were elevated, no levels, units of measure or lab reports were provided. The reported pain, elevated cobalt and chromium levels and intraoperative findings of pseudotumor with necrosis to the fascia lata, may be consistent with metal debris and pseudotumor. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels, pseudotumor cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to pain and high metal ion levels.